Event description:
Return reason: pressure waves did not appear on monitor. Analysis: investigation found wire broke off at solder area. Also note, stopcock is cracked. Origin unknown. Remedial action: manufacturing and quality assurance have been notified. Each thermistor is 100% visually and continuity tested. Both the frequency and severity to this type of incident will be closely monitored to determine if further remedial action is necessary.